Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 448 (mg/dl). It was also reported that the customer noted air bubbles in the patient line tubing. Customer changed infusion set and site as well as primed tubing to remove bubbles. A manual injection was delivered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.